Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify a33 alarm and error message due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for compromised force sensor system when customer was trying to bolus. Customer¿s blood glucose was 177mg/dl. Customer was not able to rewind the insulin pump. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.